Event description:
It was reported that revision surgery was performed to remove the acetabular cup and femoral head. The associated femoral stem remained implanted. The acetabular component involved was originally implanted on (B)(6) 2002 and the femoral head and stem were originally implanted on (B)(6) 2004.